Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had migrated from the original pocket location. Patient claims the device migrated toward the midline of the body. No intervention was performed. Patient was asymptomatic.